Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device during treatment of a plaque lesion in the patient¿s mid right distal popliteal artery and peroneal artery. Moderate vessel tortuosity and moderate calcification are reported. Lesion exhibited 75% stenosis. IFU was followed and the device was prepped without issue. The vessel was post-dilated. It is reported the nosecone detached when the scrub tech was cleaning the device. It was full and he gave it a hard flush, and nothing came out, after trying a few more times, he tried moving the distal flush tool (dft) further down, that is when the nose cone detached. The device was safely removed from the patient. The cutter was inside the housing upon removal from the patient. The nosecone was separate from the housing after cleaning once stuck in the dft. A replacement hawkone device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Image review: one photograph was received from the customer for review. In the photograph, the detached hawkone tip assembly is noted in vitro placed on a blue cloth material. It is not clear to see the exact detachment site however it can be confirmed that the tip detached at the proximal end of the tip assembly. Product analysis: the hawkone device returned coiled inside a biohazard bag inside a biohazard pouch. The device returned connected to the cutter driver. No ancillary devices were returned. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device returned with the flush tool placed over the distal end of the detached catheter shaft. Blue material is noted inside the flush tool and around the catheter shaft which is most likely blue tissue material. The detached tip assembly returned with a tear/cut on the proximal end of the housing. Inspection under a microscope shows the tear on the proximal end of the tip assembly more clearly and the tear is measured to be approx. 5cm proximal from the distal tip. The cutter returned inside the cutter window within the flush tool and the detachment is noted just distal to the anchor pockets. No damage noted to the guidewire lumen or distal tip. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.